Event description:
Per oos, this system was removed due to infection. This system was discarded by the hospital. Associated devices: selox sr 53, MDR: 1028232-2009-00980. Selox jt 45, MDR: 1028232-2009-00996.